Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure, physician decided to replace the lead. The lead impedance was stable, but at seventy-two months post-implant an increase in impedance was noted. The lead was capped and replaced on (B)(6) 2018. No adverse consequence to the patient. Patient was fine during, before, and after the procedure.